Event description:
Monopolar forceps (newly reinsulated) were used on a tonsillectomy. Pt experienced very small burns on tongue. Another pt had small lip burn 3/23/94 from similar forceps. This was reported on 3/28/94. After maintenance checked bovie unit, cord and forceps, it was decided that the cord may be the problem. Forceps and cord sent to co.